Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device shaft found that there were multiple hypotube kinks. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and distal stent damage was noted; the most distal stent struts were slightly flared outwards. The crimped stent outer diameter was measured and is within max crimped stent profile measurement. No issues with the balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 31-jan-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a >45 and <90 degree bend was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 20 mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.